Event description:
Lead extracted due to noise on iegm. Replaced with a similar lead. No adverse patient events noted. On (B)(4) 2013 - this device was returned with notes regarding two abrasions noted on the lead after explantation, one near the device and one near the rv coil.

Manufacturer narrative:
Upon receipt, the lead was found dissected in two fragments. A portion of the lead between these two fragments was not returned for analysis. The returned lead fragments were inspected. The analysis of both fragments demonstrated multiple signs of wear. The insulation was found rubbed through from the outside in the pocket area as well as proximal to the rv shock coil, leading to an extrusion of the conductor cable to the rv shock coil at this last position. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction of the lead body with the ICD housing as well as with the tricuspid valve should be taken into consideration. The deformation of both shock coils occurred most likely during the surgery.